Manufacturer narrative:
The device was returned to olympus for inspection. The complaint investigation reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. The root cause could not be identified. Based on the results of the investigation, foreign material came out of the device, but the type of the material or root cause could not be identified. Distal end cover burn was possibly caused by high-energy instruments which were used without maintaining sufficient distance from the tip. However, a definitive root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited nozzle had foreign objects and plastic distal end cover had a burn. There was no patient involvement.